Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the device detections did not withhold therapy and the patient received an inappropriate shock. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.